Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Result of investigation: carefusion third party service technician was unable to verify the customer's reported issue. The ventilator passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that model lap top ventilator 1150 was overheating. The customer confirmed there was no patient involvement associated with the reported issue